Manufacturer narrative:
(B)(4). It was reported that after mesh implantation the patient experienced vaginal pain, bleeding, recurrent pelvic organ prolapse, recurrent stress urinary incontinence and infections. The patient underwent corrective mesh surgery in 2008. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infection and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012- 03888. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent perineoplasty, vaginal vault suspension, repair of fistulous tract with placement of collagen matrix and posterior repair with removal of mesh on (B)(6) 2008. (B)(4).